Event description:
It was reported that the patient presented in clinic for normal follow up, externalized conductors were observed. The lead was diagnostically imaged prophylactically. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.